Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced feeling imbalanced and poor vision and the lens was exchanged.

Manufacturer narrative:
Product evaluation: the product investigation could not identify a root cause. Information was provided that the 26.5 diopter non-astigmatic correcting lens was replaced with an astigmatic lens (diopter unknown). It was indicated the problem resolved with the exchange. (B)(4).